Event description:
The user's hearing performance with the device is affected. The user has reportedly had limited hearing benefit with the device since the initial implantation. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information and impedance measurements, damage to the active electrode due to minute device mobility is suspected. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The user has reportedly had limited hearing benefit with the device since the initial implantation. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device was affected. The user reportedly had limited hearing benefit with the device since the initial implantation. The user was reimplanted on (B)(6) 2022.